Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system and another pump error alarm. The customer's blood glucose was unknown. The customer reported that they were able to clear the alarm. Customer not able to complete rewind. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced discontinue use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify a47 alarm due to a33 alarm. However, device passed rewind test and displacement test.